Event description:
As per complaint (B)(4); during a clinical procedure (before loading), during the placement of implant a failure to osseointegrate was observed and the implant was removed at that time.